Event description:
It was reported that during a pta/stenting treatment procedure, insertion difficulties were encountered. During preparation the express biliary stent would not enter a 7 fr st. Jude nava flex sheath. Consequently, the stent never was in contact with the pt. A new express biliary stent was used to successfully complete the procedure. No pt injuries or complications were reported.